Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. Also, the insulin pump was stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to several a47 alarms in the history file due to corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor position encoder error alarm and motor error alarm during a prime. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.